Event description:
2-0 v-loc 90 gs-21 taper 12" absorbable wound closure device suture lot a5g1423vy vclocm0315 exp 06/30/2028, used during dr. Robotic ventral hernia case tore off needle x 6 suture. Box of suture removed off shelf, given to charge nurse.